Event description:
The customer called and reported he had been hospitalized with high blood glucose over 600 mg/dl. His symptoms included nausea and difficulty breathing. It was stated the customer does not have a pancreas and his blood glucose would fluctuate quite a bit. The customer did not have a tubing clamp to perform high pressure test. When the customer called back on (B)(6) 2015, the high pressure test was performed and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.